Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, attempted to load a new cartridge following the correct technique, but the alarm recurred, leading to the decision to replace the pump. The pump was still under warranty, and the customer was informed about the replacement. A backup therapy was ensured by using a replacement pump, and the customer¿s shipping address was confirmed for the delivery.